Manufacturer narrative:
Implanted and explanted dates: device was not explanted. The actual device has not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the string broke off when pulled and tamper came off the string. It was reported that the patient condition is fine. It was reported that there was no problem with the patient. Additional information was received on (B)(6) 2017: it was reported that hemostasis was achieved by application of manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the corrected MFR report number. In the follow up 1 the MFR report number was stated to be 2243441-2017-00243 however, the correct number should be 2243441-2017-00234.

Manufacturer narrative:
This report is being submitted as followup no.1 to correct the h6 section. Results code in the initial rpeport, the h6 code was left blank. The correct h6 code is 3221.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned and to provide the completed investigation results. One 6fr angioseal evolution device was received for product evaluation. The carrier tube assembly was mated with the hemostatic sheath. No accessory components were received. No suture was present outside the carrier tube assembly upon initial inspection. The compaction tube had not been returned. The mated hemostatic sheath and carrier tube assembly were kinked in two places from the distal tip of the hemostatic sheath. The hemostatic sheath was properly mated with the deployment sleeve in the rear lock position with the color bands fully exposed. The button was pressed which determined that the gearbox assembly was in the distal position. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly had advanced into the distal position along with the rack. No anomalies were noted with assembly as it rested within the lower handle. The gearbox assembly was then removed from the lower handle. Microscopic visualization showed no suture was present around the spool. No suture was found throughout the gearbox assembly. The drive gear was properly seated and no other visual anomalies were identified. The gearbox assembly was then functionally tested. The drive gear was turned counter-clockwise and the rack advanced proximally. No resistance was encountered as the rack moved. The hemostatic sheath was removed from the carrier tube assembly. The carrier tube assembly was dissected and no suture was present within the tubing. The complaint can be confirmed for suture detachment as no suture remained on the spool or within the device. At this time, no conclusion can be drawn as to the cause of the detachment of the suture. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.